Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare provider reported "ultrasound suggested rupture but implant was intact". Un-reporting rupture

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Continued: e1- postal code (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a textured to smooth exchange and rupture ("stepladder sign on ultrasound"). This record is for the left side. The device remains implanted.